Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose reading was 146 mg/dl. The mother stated that they put in two batteries and received an unexpected restart alarm. The mother was unable to check the alarm history because they were unable to clear the alarm. The mother stated that a temporary basal was not programmed before the unexpected restart alarm. The mother stated that the alarm occurred shortly after inserting a new battery. The customer was advised to monitor the pump and call back if the issue recurs.